Manufacturer narrative:
The t:slim pump user guide states that a low power alerts will occur, requesting that the t:slim pump be recharged or pump will stop all deliveries. The alert will continue until the condition has been corrected; otherwise a low power alarm will trigger and the pump will stop all insulin deliveries. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's pump shut off during the night. The customer's blood glucose level was impacted (452 mg/dl). The customer took a manual injection. During troubleshooting with tandem technical support, review of the pump data confirmed that low power alerts and a low power alarm had occurred and had not been addressed by charging the device. Subsequently, the pump shut down due to insufficient battery power. The customer plugged the pump into a power source and was able to resume insulin delivery.